Manufacturer narrative:
(B)(4). The occurrence of an inaccurate fluid reading was not verified during the event log review. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the home choice (hc) was not recording the initial drain correctly. The home patient (hp) stated they knew the initial drain the previous night was -14ml and at the time of the call it stated the drain volume (dv) equaled 5ml. The hp stated they felt that the hc wasn¿t recording the number properly. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.